Event description:
A customer reported multiple ongoing issues with receiving a minimum fill notification from their insulin pump. There was no reported impact to the customer's blood glucose level during the event. Despite attempts to resolve the issue by reloading the original and a new cartridge following proper load technique, the customer could not load a cartridge successfully. Customer used an alternative method for insulin therapy.